Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was found unconsciousness due to a hypoglycemia event and was hospitalized. The customer claims that he did not bolus, but the upload of the insulin pump showed an extreme high bolus prior to the hypoglycemia episode. No further information was given.